Event description:
It was reported to physio-control that the customer's device indicated an empty battery in the device's readiness display, while the battery gauge indicator on the battery itself showed 4 illuminated leds, which would mean the battery was still fully charged. The device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(6): physio-control evaluated the device and verified the reported failure. It was observed that after installing a new battery, the device still showed an empty battery indicator and a service indicator. The device could not be powered on. The device could not be repaired and a replacement device was provided to the customer under warranty. Physio-control further evaluated the device and determined that the cause of the reported failure was due to a crystal, designator y4 from the digital pcb assembly, that did not oscillate which caused the device not to power on.